Event description:
After induction, before the prep, the anesthesia machine began alarming and the nitrous and oxygen controls jammed and were inoperable. Another anesthesia machine was brought in and switched. The pt's vital signs were stable and he did not suffer any ill effects. Ohmeda repaired the machine and reported the following: disassembled, realigned and reassembled "proportional" assembly. Leak checked and flow checked - good.